Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium, and there was blood leaking back from the hemostatic valve when the sheath was inserted into the patient. The sheath was replaced, and the procedure was completed without further issues. The suspect medical device was discarded. Additional information was received indicating that the hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. No air entered into the patient¿s body. Approximately a few ml of blood was lost.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 00002375 number, and no non-conformances related to the complaint was found during the review. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.